Manufacturer narrative:
One device was returned for analysis of complaint that the product has a flow rate error (high). However, the reported issue was not replicated in the device. Therefore, the device was returned to the customer with no repair provided to it. Review of event log found no relevant information. Review of service history found no relevant information. Visual and functional testing was performed. The root cause of the event was unable to be identified because no reported issue was replicated in the device.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has a flow rate error (high). The event occurred while patient use at patient¿s home. There was no patient harm/adverse event reported.